Event description:
.

Event description:
Medtronic received information that this bioprosthetic valve was explanted after almost 5 years due to stenosis. It was reported that at explant, a blood clot was observed on the cusps and a small amount of calcification was present. The valve was replaced with a bovine pericardial valve. No adverse patient effects have been reported.

Manufacturer narrative:
(B)(4) - device history reviewed. Results: device history review found the product met specifications when released for distribution. Conclusion: cause of event cannot be determined. Analysis: no product was returned. Conclusion: the device history record was reviewed and showed that this valve met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event. Without the return of the product, no definitive conclusion can be made regarding the clinical observation. Should the product be returned, a follow up report will be submitted.

Manufacturer narrative:
Analysis: upon receipt at medtronic's quality laboratory, visual inspection revealed three pledgets remained attached to the sewing ring on the inflow adjacent to the non-coronary cusp. Tears and abrasions through the free margin and lunula of the right and non-coronary cusps appeared to be due to contact with the bias cloth and/or possible long suture tails. A small abrasion due to contact with the bias cloth was noted on the lunula of the left cusp. A tear was noted along the free margin of the left cusp. Tears and thinning of tissue on the tunica of all cusps along the inflow margin of attachment appeared consistent with the removal of host tissue during explant. Remnants of glistening off white pannus remained attached to the inner outflow rail adjacent to the non-coronary cusp extending to both the right non-coronary and non-coronary left stent posts. An unknown amount of pannus appeared to have been removed on the inflow and outflow during explant. Radiography showed no evidence of mineralization in the valve and/or host tissue. The device history record was reviewed and showed that this valve met all manufacturing specification for product released for distribution. Conclusion: analysis of the returned device did not confirm the reported calcification and blood clot. However, tears and abrasions through the free margin and lunula of the right and non-coronary cusps were observed which appear to be due to contact with the bias cloth and/or possible long suture tails. Per the mosaic IFU, it is advised that "when using interrupted sutures, it is important to cut the sutures close to the knots and to ensure that exposed suture tails will not come into contact with the leaflet tissue." The analysis also noted presence of host tissue/pannus, which likely caused the reported stenosis. A conclusive root cause to the host tissue/pannus is not determined; however, it is a known failure mode for bioprosthetic valves.